Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported not feeling well so the health care professional (hcp) checked the trans telephonic monitoring data and noted long pauses were present. The patient was brought in and the device interrogated where a lead safety switch (lss) was noted for low out-of-range (oor) pacing impedances on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and suggested changing the programming to alleviate these issues. The patient had temporary patches places and then was taken to the operating room. Attempts to gain additional information have been unsuccessful. To date, no additional adverse patient effects have been reported.